Event description:
The reporter contacted animas on (B)(6) 2012 alleging the pump stopped working two days prior to the call to animas. The reporter stated the pump beeped and then stopped working. The reporter stated the battery was changed. There was no reported adverse event associated with this complaint. The pump was not available for review at the time of the call to animas. The reporter was asked to call back to animas customer technical support (acts) when the pump was available for review so troubleshooting could be performed. The patient was reportedly using an alternate insulin delivery method at the time of the call. During a follow up call that same day, the reporter stated the serial number label was worn off of the pump so the serial number was not available. The reporter claimed the pump was in a different part of the house and would need to call back to complete the troubleshooting. The reporter did not call back to acts to complete the troubleshooting with the pump. Acts made several attempts to follow up with the reporter, but was unable to elicit a response from the reporter. This complaint is being reported because the pump powered off without any known signs of damage or defect. Troubleshooting was not able to be performed due to the unavailability of the pump.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed one power on reset. The battery cap was not returned with the pump; a new cap was attached successfully. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit. The reported complaint was verified in history but not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.